Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
There was an allegation of discrepant inr results with coaguchek xs serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 the result from the meter at 11:30 a.m. Was 4.1 inr. The result from the laboratory at 12:45 pm was 3.0 inr. On 30 (B)(6) 2022 the result from the meter at 11:31 a.m. Was 4.9 inr. The result from the laboratory at 12:00 pm was 3.7 inr the patient's therapeutic range is 2.0-3.0 inr with a testing frequency of weekly.